Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose with intermittent nocturnal hypoglycemia after one month of ilet use and had recently switched insulin and performed a factory reset, necessitating the device learning period; review of device data suggested inconsistent or missed meal announcements, and education was provided on consistent meal entry and focusing on carbohydrate content. Symptoms included hypoglycemia at night. Outcomes included no hospitalization and glucose in range at the time of contact. Investigation included review of available device data and user interview. Investigation of this case revealed use-related factors, specifically inconsistent meal announcements during the learning period following a reset and insulin change, which are known to affect glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with contributory therapy transition and device relearning period.